Event description:
An evoke spinal cord stimulation (scs) system implanted on (B)(6) 2022. It was noted one lead migrated, just after the perm implant procedure. Both leads were intact with okay impedances. On (B)(6) 2023, both 60cm evoke 12c percutaneous leads were replaced, due to the patient falling and not having optimal coverage in the right leg for optimal pain relief. Several stimulation configurations were tried by the patient, but optimal coverage could not be achieved. The physician noted there was no clear sign that the lead migrated due to the fall. It was also noted the anchor was proper sutured. Post revision, the patient is noted as receiving optimal therapy.